Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the 100% stenosed, proximal ramus coronary artery, two balance middleweight (bmw) universal guide wires were placed, one of which was in a side branch. An unspecified stent was deployed across the bmw universal guide wire, jailing the wire in the side branch. After post-dilatation was performed, an attempt was made to remove the bmw universal guide wire, but the guide wire was stuck and the tip of the guide wire had unraveled. The core of the bmw universal guide wire separated leaving a portion in the left main all the way back to the aorta to the subclavian. The proximal remaining portion of the guide wire was removed. No attempts to retrieve the separated portion of the guide wire were attempted. There was a clinically significant delay in the procedure as the patient was transferred to (B)(6). No intervention was performed to remove the separated portion of the guide wire. The patient was discharged from the hospital in stable condition on dual-antiplatelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: 6f ebu 3.25; stent: 2.5mm xience sierra. The xience sierra referenced is being filed under a separate medwatch report #. User facility (voluntary and mandatory) medwatch report number 2100230000-2018-8011. (B)(4).

Event description:
User facility medwatch received states: patient presented to the emergency department from urgent care center with c/o chest pain and known st elevations in leads ii, iii and avf with deep st depression in leads v1-v3. Patient taken emergently to cardiac cath lab for percutaneous intervention. Emergent coronary angiography showed an occluded ramus intermedius vessel which bifurcated into two large branches. A 6f ebu 3.25 guide catheter was used to engage the left main trunk (lmt) ostium, a balanced middle weight (bmw), lot #8060871 ref #1009660, was navigated into the distal ramus. The occluded segment of the artery was dilated with 2.0x12 mm mini trek balloon. As the wire was inserted into the larger inferior branch with the intent of stenting over the wire directed into the inferior branch. The ramus was stented with a 2.5x2 mm xience sierra des and flow restored. Following percutaneous coronary intervention (pci), the coronary wires were removed. On pulling back, the jailed superior bmw wire resistance was encountered and the tip of the wire was retained in the stent struts. Following pci, the patient was chest pain free and remained hemodynamically stable. The patient was transferred to a tertiary center for management and potential treatment of the retained wire.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched and the reported detachment was able to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use (IFU) states: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as deploying the unspecified stent across the bmw universal guide wire resulted in the reported entrapment. Manipulation as an attempt was made to remove the bmw universal guide wire resulted in the reported/noted stretched coils and ultimately resulted in the reported/noted detachments (core, coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the lesion was located in the mid ramus coronary artery and pre-dilatation was not performed. There was resistance noted when attempting to remove the jailed wire. No additional information was provided.